Event description:
It was reported that a revision surgery was performed due to wearing and loosening of the device. The surgeon considered it is not the product failure.

Manufacturer narrative:
After further analysis of the explants, it was determined that smith & nephew is not the registered manufacturer. (B)(4).

Event description:
After further analysis of the explants, it was determined that smith & nephew is not the registered manufacturer.